Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: taiwan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the black button could not be advanced, and the anchor would not deploy. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product/provided pictures identified the device has been cycled two time. There were no sutures or anchors returned with the device. The flexible sleeve is positioned at the end of the needle tip. There is no flashing on the translucent green handle and the black push button is visually conforming to the print. The black buttons functions with no issues. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.